Manufacturer narrative:
D4: serial number, lot number, expiration date, and primary UDI number, updated. H4: device manufacture date, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The damage was on the patient's backup controller ((B)(6)) that the patient had been using since (B)(6) 2022.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate 3 system controller (serial number: (B)(6) having damaged power cables was not able to be confirmed, as the product was not returned for evaluation and no photos were submitted for review. The submitted log file from (B)(6) contained information spanning approximately ~5 days (B)(6) 2024 per timestamp). Between 1:09 and 2:10 on (B)(6)2024, a few abnormal powers cable disconnect alarms and one abnormal low voltage alarm were observed. These alarms activated due to the relative state of charge (rsoc) of the black cable briefly fluctuating below the alarm thresholds. The abnormal alarms did not impact operation of the pump. A log file was also submitted from the patient¿s new system controller, (B)(6). The driveline was first observed to be connected to the new controller at 12:28:05 on (B)(6)2024. The pump resumed operation as expected following this connection, and no abnormal events were observed. The root cause of the reported power cable damage cannot be conclusively determined through this evaluation. The root cause of the observed abnormal power cable disconnect and low voltage alarms also could not be conclusively determined; however, they may be related to the reported cable damage. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the system controller and its power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient had a system controller exchange on 04dec2024. This was due to the cable connection on both white and black cables showing a fractured area from wear and tear. The event log file captured only a few lines a viable data once the controller was connected. All appeared okay with the limited data. The backup controller was also exchanged just to be safe as the patient was very active.